Manufacturer narrative:
Air detector alarm and low flow error. Device was evaluated by facility. Valve 34 was replaced. (B)(4).

Event description:
A dialysis facility reported that there was excess fluid removed from a pt during a hemodialysis treatment. The pt became hypotensive, c/o cramping and was (B)(6). Below dry weight post dialysis, after receiving a total of 2,500 ml of saline. The machine gave an air detector alarm and a low flow error alarm. Dialysis treatment was resumed on another machine. Pt was discharged in stable condition but was cramping and felt weak at home for one day.